Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented for routine check, upon interrogation the pulse generator exhibited an error message stating " diagnostics cleared due to invalid data". The message was cleared, the clinician stated she would call back if the message presented again. No patient symptoms were reported.